Event description:
It was reported that patient had high lead impedance and low output current. Patient's device was then disabled. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that patient had a full revision. Impedance was within normal limits after this. Hospital is known to discard all products after explant, so products cannot be returned for analysis.